Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The 99% stenosed lesion was located in a calcified mid right coronary artery. The taxus express2 2.5 x 12 mm drug eluting stent was pushed across the lesion, however, a shaft fracture occurred outside of the pt's body. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.